Event description:
The report stated that prior to use on the pt in a radio frequency ablation procedure, the staff noticed the foil on the pad had cracks. Another pad was used to complete procedure without any problems. There was no pt impact. During the investigation of the returned incident pad, the investigator found one of the two pads was degraded and had no resistance.

Manufacturer narrative:
This product was returned for a cosmetic defect. However, when the sample was evaluated, it was found to have no electrical continuity due to a stress fracture in the foil at the tab end of the electrode. A stress fracture at the tab end of the electrode with resultant non- electrical continuity has the potential to cause a pt burn. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the pt and removal from the pt. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained on the proper use of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in 2007, mfg improvements were implemented to reduce the possibility of stress fractures.